Event description:
Philips received a complaint on the philips xl+ defibrillator indicating that the device's therapy delivery test failed. There was no reported of patient involvement. Available details indicate that the device's therapy delivery test failed. Details provided in the source case indicates that the field service engineer will replace the device¿s therapy capacitor and the device will successfully be returned to service.